Manufacturer narrative:
Investigation: four open 31g x 8mm pen needle samples were returned from lot. No. 8171677, cat. No. 325108. Visual examination was carried a bent non patient end of cannula was observed on all four samples. Due to the condition the samples were returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that an unspecified number of pn 31x8 france 100bx experienced a failure to deliver insulin/medication during use. The following information was provided by the initial reporter: one patient brought back a box of bd products because she found some with clogs. Ref : 325108. Lot : 8171677. Expiry date : 2023-06.

Event description:
It was reported that an unspecified number of pn 31x8 france 100bx experienced a failure to deliver insulin/medication during use. The following information was provided by the initial reporter: one patient brought back a box of bd products because she found some with clogs. Ref : 325108. Lot : 8171677. Expiry date : 2023-06.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pn 31x8 (B)(6) 100bx experienced a failure to deliver insulin/medication during use. The following information was provided by the initial reporter: one patient brought back a box of bd products because she found some with clogs. Ref : 325108, lot : 8171677, expiry date : 2023-06.